Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging renal cell carcinoma and a solid mass in the right kidney while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously reported an allegation of an issue related to sound abatement foam became degraded and caused the patient to have renal cell carcinoma and a solid mass in the right kidney. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. After the second attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section e1 updated correctly and section h6 updated in this report.